Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ rupture: observed opening assessed as fold flaw opening. ¿ pain: unable to observe as it is not related to the device. ¿ anxiety-product/procedure: unable to observe as it is not related to the device. ¿ calcification: not observed. As per the investigation procedures non penetrating nicks, particles, encapsulation, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "rupture". Healthcare professional later reported "rupture confirmed via MRI". Patient later reported "severe pain and burning in breast for about two years". Healthcare professional later reported "rupture and removal of textured devices due to product concern". Healthcare professional later reported "capsular contracture baker grade unknown and calcifications" confirmed via MRI. This record is for the right side. Device was explanted.

Event description:
The device has been explanted.

Event description:
Patient later reported via sus voluntary event report, "sever pain," and "burning."

Manufacturer narrative:
In response to FDA report number: mw5154786 & mw5154785 additional, changed, and/or corrected data: a.5; a.6; b.5; b.6; e.4; g.2.

Event description:
Patient reported "rupture". Healthcare professional later reported rupture. This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.